Event description:
Had lasik 6 years ago. Terrible night vision (starbursts), dry eye, rarely eye pain. Got a hypermetropia, so using and glasses from time to time. "And! Nightvision! Almost lost it. It was a biggest mistake in my life".